Event description:
It was reported that there was a carealert for right ventricular (rv) coil impedance low. Rv pacing impedance was stable with good thresholds. The lead remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low resistance/impedance. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012 09:00:04. Programmer s2d data file (B)(4) shows an alert event for "rv defib lead impedance 19 ohms." On (B)(6) 2012 09:00:04.